Event description:
During a coronary stent procedure of a pre dilated circumflex lesion, the 4.0 x 20 express 2 was advanced across the lesion. The physician realized the lesion was longer than expected and would need a longer stent. Resistance was encountered while attempting to retract the delivery/stent device back into the guide catheter. Angiography showed the proximal end of the stent was flared. The physician then elected to remove the entire system. The entire system was removed as far as the sheath and it was then noted that the stent had come off the delivery device. Attempts to retrieve the stent were unsuccessful. The stent remains in the pt's peripheral vasculature. The procedure was completed with 4.0 x 24 express2 stent. Pt status is listed as "okay".